Event description:
Information received by medtronic indicated that the customer reported crack on screen of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged physical damage/ crack on battery compartment on 08/20/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Attempted to download using thus tool and was unsuccessful due to moisture damage on electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The following were noted during visual inspection: cracked case (corner of belt clip rails) and scratched case. In summary, customer alleged physical damage confirmed. Exposed to moisture confirmed. The pump was received with blank display. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.